Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. The tube was replaced and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient¿s blood sample (growth hormone) was collected. The nurse took blood after puncture, and found that the blood flow stopped after about 1ml was collected. After adjusting the position, blood collection could not continue, so the test tube was replaced, and the blood flow was normal after the replacement of the test tube.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to low draw as all samples met specifications. 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.